Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (required essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (required essure removal). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 18-jun-2018 for the following meddra pts: pelvic pain: the analysis revealed 11587 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.